Manufacturer narrative:
(B)(4).

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿during induction, there was a manual programming error of the alaris pump which led to propofol overdose. There was bradycardia & hypotension requiring epinephrine and chest compressions. The patient was quickly stabilized." It was reported that the use of a rate workflow (ml/hr) instead of a weight-based dosage workflow (mcg/kg/min) while the alaris pump was in anesthesia mode resulted in a clinically significant propofol overdose. It was mentioned that programming a rate (ml/hour) is typically used for fluids by their clinicians, not medication dosing. The propofol dose was mistakenly programmed in the rate field which led to the large overdose. Although requested, additional information was not provided and product is not available for return to the manufacturer for investigation.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿during induction, there was a manual programming error of the alaris pump which led to propofol overdose. There was bradycardia & hypotension requiring epinephrine and chest compressions. The patient was quickly stabilized." It was reported that the use of a rate workflow (ml/hr) instead of a weight-based dosage workflow (mcg/kg/min) while the alaris pump was in anesthesia mode resulted in a clinically significant propofol overdose. It was mentioned that programming a rate (ml/hour) is typically used for fluids by their clinicians, not medication dosing. The propofol dose was mistakenly programmed in the rate field which led to the large overdose. Although requested, additional information was not provided and product is not available for return to the manufacturer for investigation.

Manufacturer narrative:
Report source other: maude 12975171, medwatch (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.